Manufacturer narrative:
(B)(4). Customer reports transmitter not holding charge and led anomaly. Received and placed device under microscope and found physical damage to cow catcher/connector pins. Unable to perform functional tests or verify battery charge anomaly due to physical damage.

Event description:
Information received by medtronic indicated that the unable to charge. No harm requiring medical intervention was reported. The device will not return for analysis.